Event description:
It was reported the color of the screw is blue instead of purple. Issue observed in distributor's warehouse. It was reported the issue was discovered in the warehouse; however, some units have been distributed to the end user. No patient involvement reported for this event at this time.

Manufacturer narrative:
Integra has completed their internal investigation on 02/13/2017. The investigation included: methods: review of device history records; review of complaints history. Results: DHR for lot fl6w reviewed and no anomalies that could be associated with the complaint were observed. The lot fl6w was manufactured in october 2016. Prior to release, following frequency determined by probability law applied to incoming inspection, spin screws are tested for: visual aspect: general aspect and laser marking; documentary inspection: measurements report, raw material certificate, instructions for use and labels; dimensional and functional inspection: checking of the specific spin screw head, total length and screw length, external threaded diameter, external smooth diameter and head diameter. In conclusion, the color of screws is checked by the mean of a color chart during incoming inspection. A review of the complaint system was performed. This is the second incident about wrong code color for the spin screws (for the past two years) which was reported to (B)(4). During the same time period, (B)(4) spin screws have been sold. (B)(4). Conclusion: corrective actions were taken by the supplier to update their process of anodization. We requested the code z840 purple which is in fact similar to the color of screws 1112112, creating the confusion between the two products 112113 and 112112.